Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had been reviewing general use of the external equipment with patient services when it was noticed that the therapy was off. The patient stated they did not know that the device was off and they didn¿t recall anyone telling them that it was off and needed to be turned on. The patient also mentioned that they know they didn¿t turn the device off on accident because they haven¿t used the external equipment before that day of the call. No therapy/symptom allegations had been made. While on the call, the patient successfully turned stimulation on to program 1 at 2.1 v and it was comfortable. Now that the device was turned back on, the patient was going to monitor to see how the device was working for them and make therapy adjustments as needed; follow-up appointments were noted to be in september. No further complications were reported at this time.